Event description:
Boston scientific received information that this pacemaker experienced premature battery depletion (pbd) and threshold was increased. Initially, during the patient¿s routine follow up the battery estimate was one year. However, two days after the patient returned and complained of reduced exercise tolerance thus device was interrogated and was found out to be at elective replacement indicator (eri). Additional information received that the device was already replaced. The device was out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced premature battery depletion because of bin hopping, and declared elective replacement time (ert) earlier than previously estimated.